Event description:
It was reported that the pt was experiencing stimulation in the wrong location. The pt stated that, during a CT scan, he was "somewhat inverted on the table to assist with dye distribution," and he believes that his lead migrated. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.